Event description:
The pt received the scs system on (B)(6) 2009, which included two leads from the same lot. It was reported the pt was involved in a motor vehicle accident in (B)(6) 2011. The pt reported his stimulation has not been the same since the accident. It was identified that the leads have migrated and the pt is feeling stimulation primarily in the left side of his chest and abdomen. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.